Event description:
It was reported that t:slim x2 pump battery did not charge and battery issue led to pump shutdown and inability to turn pump back on, with caller also noting low power alerts or shutdown alarm prior to the shutdown. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide blood glucose information. Customer was informed that insulin on board and maximum hourly bolus were reset to zero and that cgm sessions must be manually restarted after pump shutdown or reset, and was advised to monitor pump and call back if issue persisted, which caller understood and acknowledged.